Event description:
Multiple units of stated lot found to be defective. Leak found on tubing proximal to filter and distal to drip chamber. Tubing appears normal, but leakage noticeable when fluid in line.